Event description:
The lay user/reporter contacted lifescan in 2006 and alleged that the release button on her father's penlet plus lancing device was broken. The medical affairs specialist (mas) called and spoke with the reporter in 2006, who provided additional info. The reporter informed the mas that the pt was not able to test his blood glucose since the lancing device was broken for a "few days." The pt had continued to take the oral medications per his diabetes regimen in 2005, the neighbors found the pt (reporter not sure if the pt had passed out) and called the ambulance. The neighbor had attempted to give the pt orange juice prior to the paramedics arriving. However, his blood glucose level was not checked prior to receiving medical attention. The reporter does not know what the paramedics meter result was, but the pt was placed on IV glucose on route to the hosp. The hosp meter result upon arrival was 31 mg/dl. The pt was released the next day. At the time of troubleshooting, the reporter discovered that the release button was "getting stuck" when pressed and also that the cap was cracked. The reporter denied any trauma to the lancing device. The pt's technique for sample collection was reviewed to be correct and it was determined that the pt was using the product according to instructions. This complaint is reported because the pt was not able to test his blood glucose due to the "broken" lancing device, which resulted in hypoglycemia. The pt was upgraded to the one touch ultra system (he was using the one touch ultra basic meter) and the lancing device was also replaced).